Event description:
Smartez pump (model se0175-250, lot# s8h02) containing vancomycin 1500 mg in 0.9% sodium chloride 250 ml would not infuse. The pump seems to work fine when unclamped and not attached to line. Pt's line working fine.